Manufacturer narrative:
Should additional information become available this event will be updated and resubmitted.

Event description:
Boston scientific received information that this implantable left ventricular (lv) lead was observed fractured in the clavicle area on a fluoroscopy. This lv lead was programmed off and an epicardial lead implant will be considered in the future. No adverse patient effects reported.